Manufacturer narrative:
Date of event is estimated. The method/ results/ conclusion codes will be sent in a subsequent report once investigation is complete.

Event description:
It was reported that the patient's ipg would not communicate. Patient's pain first returned 2 to 3 weeks prior. Troubleshooting was performed, but the ipg would not connect. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.